Event description:
Boston scientific received information that a physician was doing non-invasive programmed stimulation (nips) with a patient. The physician was trying to do programmed electrical stimulation (pes) with tachy therapy off but noted everything was greyed out. The physician was trying to induce ventricular tachycardia (vt) and ablate and not have the patient get a shock. Boston scientific technical services advised that the tachy mode needs to be on monitor plus therapy for safety reasons and to provide therapy if the patient is induced. As of today, the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.